Event description:
It was reported that the customer received a weak signal alarm, the sensor stopped working, and when the sensor was removed, the needle was not visible. It was unclear as to whether or not the sensor needle was still in the patient's body and the tape was a bit bloody. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.